Event description:
The manufacturer received information from a third party service center alleging a ventilator would not power on. The device was not in pt use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.